Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported problem was verified during the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The reported condition was verified. The cause of the condition was determined to be a false empty detect and use error, further specified as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had an increased intra-peritoneal volume event while performing therapy on a homechoice device. A patient contacted baxter due to feeling full, bloated, and overfull. The patient further reported that the homechoice advanced to fill one without completing the initial drain. The patient filled with 2500 ml. The technical service representative reviewed the settings and therapy logs on the homechoice and found that the drain volume was 4768 ml after performing a manual drain. The reported volumes do meet the criteria for an increased intra-peritoneal volume (iipv) event since the volume exceeds 160% of the maximum prescribed cycle fill volume while performing the therapy. The technical service representative assisted the patient to bypass to fill two of six. The patient resumed therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.